Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of right bundle branch block (rbbb). It was noted that the patient was at high risk of requiring pacemaker post-procedure due to underlying conduction disturbances. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 23mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of approximately 3mm with no recaptures. Post-implant, the patient went into a complete heart block. Post-implant balloon aortic valvuloplasty (post-bav) wasn't performed. A temporary pacemaker was placed to stabilize the patient. On the following day, a permanent pacemaker was implanted. The patient was stable.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported complete heart block could not be conclusively determined. The reported hospitalization, unexpected medical intervention, and surgical intervention were results of case-specific circumstances as a temporary pacemaker was placed and subsequently a permanent pacemaker was implanted the following day. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.